Manufacturer narrative:
(B)(4). Investigation summary: the ec60 device was received for analysis with no visual non-conformance's and with an ecr60d cartridge loaded on the device. The reload was received partially fired 1/16. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, when tested with the returned reload only left side was fully fired and the right side only fired the outer row. The cartridge was disassembled and was noted that the one piece sled to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the echelon flex did not fire. The reload was placed properly. The reverse button was used but it went difficult. No patient consequences; they took another ec60 to complete the procedure.